Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2014 and mesh was implanted. Upon opening the package, two trocar sheaths were bent within the packaging. The procedure was completed with a like device. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: the actual device with 2 plastic needles attached to the mesh was returned for evaluation. Upon visual evaluation, the extreme tip of one plastic needle was flattened. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.